Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot #73f1800781 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples did not come out smoothly from two staplers. A new unit was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The staples appear to be aligned properly. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples were fired by the end user. First, the trigger cycle was completed. Functional inspection was then performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, an incorrectly formed staple fired from the device. This was repeated four times with the same result. The stapler was disassembled , and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. One staple properly formed and released. This was repeated two more times with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was unable to properly form. This was repeated one more time with the same result. It was found that the center tab on the forming tool is bent. This allowed the anvil to move out of its normal position and consequently prevented the staples from forming properly. No other defects or anomalies were observed. Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to further investigate this issue and to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to further investigate this issue and to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "staple stuck in unit (not come out)" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It was found that the center tab on the forming tool is bent. This allowed the anvil to move out of its normal position and consequently prevented the staples from forming properly. Since the forming tool is a purchased part, the defective forming tool is a supplier related issue. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to further investigate this issue and to help prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that the staples did not come out smoothly from two staplers. A new unit was used.